Event description:
A patient reported experiencing inaccurate erratic results with a otp meter. The patient's blood glucose results were 88mg/dl, 156mg/dl, 156mg/dl. Tests were done within <10 minutes with a difference of 30%. Patient did not experience any adverse events. No further information has been reported. Note - in the potential medical tab there were 3 other results documented. They are 34mg/dl, 48mg/dl, 170mg/dl < 10 = 80mg/dl. Customer cleaning meter incorrectly.